Manufacturer narrative:
No patient was involved with this incident, so no patient demographics are applicable. A medtronic representative inspected the imaging system and determined the root cause of the power failure to be two blown power line fuses. The fuses were replaced and the issue was resolved. The parts have not been returned for evaluation.

Event description:
A medtronic representative reported that the imaging system would not power on due to blown power line fuses. No patient was present when this was discovered.